Event description:
Static subluxation of prothesis anteriorly on the axillary view with superior humeral migration on the static and dynamic resulting in revision to reverse shoulder arthroplasty on (B)(6) 2014.

Manufacturer narrative:
This is the initial reported submitted regarding this surgical event and medical device.